Event description:
Ous MDR: the pacemaker was noted for displaying a very short expected operating time.

Manufacturer narrative:
During the incoming goods inspection, the pacemaker paced and sensed; however, it showed an increased current consumption and, therefore, a shortened operation time prognosis, as had been described in the complaint. The pacemaker housing was then opened. The further analysis confirmed that the electronic circuit functions according to specifications, except for an increased current consumption. The reason for all the increased current consumption could be localized in the memory component of the pacemaker. The pacemaker had registered the increased current consumption in the implanted state and had consequently included this fact in its calculation of the expected operation time, which lead to the complaint. The remaining operation time under these conditions was determined and displayed as being 11 months. This case is a component defect without a systematic background.